Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis and subsequently passed away due to sepsis. The peritonitis was manifested as high fever and an elevated white blood cell count. On the same day the as onset of the peritonitis, the pt was hospitalized for the peritonitis and a peritoneal leak. The cause of the peritonitis was due to a peritoneal leak. Two days after being hospitalized , dianeal therapy was withdrawn and the patient was placed on hemodialysis due to the peritoneal leak. On an unreported date, the pt began treatment for the events with an unknown antibiotic. On an unknown date, the patient became septic. Seventeen days after onset of the peritonitis, the pt died while in the hospital. The cause of death was sepsis. The cause of sepsis was the peritoneal leak. The cause of peritoneal leak was due to patient's past medical history of diverticulosis. It was not reported if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a follow-up will be submitted